Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13708: e1 initial reporter name prefix/title missing. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that a patient's right femoral artery was moderately calcified and became occluded following insertion of the 14 fr introducer. As a result of the restricted flow to the right lower limb, the doctor created a bypass using an antegrade sheath. Blood flow was subsequently restored to the limb. The patient¿s family eventually withdrew care, and the patient expired. The use of the impella device cannot be conclusively associated with the patient¿s outcome.